Event description:
On 11-sep-2025, it was reported that a beta bionics ilet user received a high glucose alert with a peak blood glucose value of 336 mg/dl following a meal announcement and recent supply change. The user noted the meal was higher in carbohydrates than usual and elected to wait before performing an additional supply change. Blood glucose was corrected after insulin delivery resumed. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.